Event description:
Boston scientific received information that the patient with this device experienced five syncopal episodes. The patient was transferred to a different hospital for further device testing. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.